Event description:
The introducer the facility was using became detached from the hub while in a patient. The introducer was placed in the femoral artery of a (B)(6) patient causing blood loss and customer stated if problem had gone unnoticed would have moved up in patient.

Manufacturer narrative:
The device was returned in a used and damaged condition. An examination revealed the sheath had separated at the base of the flare, which displayed necking and elongation and is evidence that atypical and excessive force was applied to the sheath. The upper portion of the barrel flare was found retained on the adapter after the cap was removed. Per qc specifications, "confirm surface of the sheath is free of excessive dents, bumps, or scratches." "Measure the inside diameter of the material." A risk analysis was performed by quality engineering and included this failure mode for sheath separation. With the addition of this occurrence, the risk priority number will remain at an acceptable level. A review of manufacturing records revealed no indication of abnormalities. The appropriate internal personnel have been notified and we are continuing our monitoring of similar complaints.